Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tubing fracture at the base of the pump and cylinder tubes, secondary to a fluid leak." As reported to co, the entire device was removed and replaced with another co's 2-piece inflatable penile prosthesis. 1/7/97 -upon receipt of the physician/surgeons response, it stated "a specific leakage site was observed in three tubings. No kinks or twisted tubing was observed at the time of surgery." Note: a medical device report was originally mailed to the FDA on 8/1/95 to address a pending event for this pt. The FDA sent an aknowledgement letter, date 9/18/95, #m824606 to confirm receipt of the report. This file has been re-opened at this time to address the pending surgery.